Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described the irritation as a red area on the patient's back. The daughter reported the skin was broken with a white spot present. There was no alleged device malfunction contributing to the irritation. The patient's daughter who has had previous training on wound care unrelated to the equipment or the current irritation placed gauze and tape over skin irritation. Follow up indicated the irritation improved. Reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described the irritation as a red area on the patient's back. The daughter reported the skin was broken with a white spot present. There was no alleged device malfunction contributing to the irritation. The patient's daughter who has had previous training on wound care unrelated to the equipment or the current irritation placed gauze and tape over skin irritation. Follow up indicated the irritation improved. Reporting out of abundance of caution. Supplemental report 9/29/2021: submitting report to correct section g4.